Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 58 months ago. Aneurysm and vessel morphology at the time of implant were not reported. A recent CT demonstrated that there was disease progression, aortic neck dilatation with loss of seal zone. (MFR 2953200-2009-01584) it was reported that there was stent graft migration 12-13 mm distally with type I endoleak. An aneurx aortic cuff was implant 56 months post initial implant. It was reported 2 months later that there was a persistent type I endoleak. (MFR 2953200-2009-01585) there is no room to place another aortic cuff. The physician will continue to monitor the pt and convert the pt to an open surgical repair in several weeks. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Secondary intervention) - evaluation results - endoleak, migration. Disease progression with aortic neck dilatation.